Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was hospitalized due to an increased capture threshold on the left ventricular (lv) lead. The patient was discharged 9 days later and the event was resolved. Further information was requested but is not available.